Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact requested a replacement device due to receiving scale reading errors throughout the patient's previous few treatments. It was reported that the patient was in the hospital. Upon follow up with the patient's nurse, it was stated that the patent was hospitalized on (B)(6) 2018 for peritonitis. The source of the peritonitis was unknown. Antibiotics were administered originally ip. In the hospital, the catheter was removed and the antibiotics were administered IV. The patient was discharged on (B)(6) 2018 and switched to hemodialysis. The patient is completing treatments and recovered.

Manufacturer narrative:
Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to the serious adverse event of peritonitis. According to 8 pages of medical records received the patient was hospitalized on (B)(6) 2018 for a peritonitis infection associated with the peritoneal dialysis (pd) catheter. The pd catheter was removed, and patient transitioned to hemodialysis therapy. The patient was discharged from the hospital on (B)(6) 2018 and continues hd therapy for renal replacement therapy. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact requested a replacement device due to receiving scale reading errors throughout the patient's previous few treatments. It was reported that the patient was in the hospital. Upon follow up with the patient's nurse, it was stated that the patent was hospitalized on (B)(6) 2018 for peritonitis. The source of the peritonitis was unknown. Antibiotics were administered originally ip. In the hospital, the catheter was removed and the antibiotics were administered IV. The patient was discharged on (B)(6) 2018 and switched to hemodialysis. The patient is completing treatments and recovered.

Event description:
A peritoneal dialysis patient's contact requested a replacement device due to receiving scale reading errors throughout the patient's previous few treatments. It was reported that the patient was in the hospital. Upon follow up with the patient's nurse, it was stated that the patent was hospitalized on (B)(6) 2018 for peritonitis. The source of the peritonitis was unknown. Antibiotics were administered originally ip. In the hospital, the catheter was removed and the antibiotics were administered IV. The patient was discharged on (B)(6) 2018 and switched to hemodialysis. The patient is completing treatments and recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.